Event description:
A malfunction occurred with the pump after the customer took a shower with it on, despite it not being waterproof. There was no adverse impact to the customer's blood glucose level. The customer did not have an alternate method of insulin therapy available. Reportedly, the customer would reach out to their hcp to obtain a backup method of insulin therapy.